Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 435 mg/dl. Device had alarmed no delivery alarm. Customer was advised to change the set. Customer wanted the device replaced. Customer agreed to return the device for analysis.